Event description:
Pt received unintended output during combination electrotherapy/ultrasound treatment. The ultrasound head was placed on the low back. The ultrasound treatment was configured at 1.5 w/cm2. The electrodes was also placed on the lower back of the pt. The electrotherapy treatment was configured for the premod waveform. The treatment time was expected to be for 15 minutes. The clinician began the ultrasound treatment. In addition, the clinician began to increase the electrotherapy intensity until the pt responded to the applicable comfort level. The clinician noted that 20ma constant current was achieved when the pt indicated a comfort limit. The clinician then proceeded to press the device 'start' button. Shortly after pressing the start button, the pt began to complain of a excess shocking sensation. The clinician noted the output of the device indicated 50ma, instead of the selected 20ma. The clinician stopped the treatment and examined the treatment area. The pt did not incur any injury. No pads were sent with the unit for eval, leads were good. No root cause can be determined if the customer complaint is not reproduced. After running the same treatment as described, no problem was detected. Root cause is user misuse.